Event description:
It was reported that the physician was unable to engage the set screw with the wrench on the superior vena cava coil. Physician made multiple attempts. The lead was returned and a new one was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed.